Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. However, a photograph was provided by the customer in relation to this reported event. In the photos provided, it appears that the syringe was partially filled. The actual device was not returned, therefore, the cause cannot be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints.

Event description:
The customer reports during a preoperative examination revealed that there was too little microsphere protective fluid. The surgeon was worried that the aseptic state would be disrupted. The product was not used on the patient, and a new device was used to complete the procedure. There was no patient injury.